Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, nasal congestion. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging adache, nasal congestion, burning/smoke/electrical odour related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found fibrous contamination and dark scuff marks all over the exterior of the device, observed dust and dirt contamination throughout the device enclosure and airpath. Evidence of water ingress and mineral deposition in the blower box, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.the manufacturer found evidence of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.

Manufacturer narrative:
In the previous report, in section h6, the component code was captured in this report, which was missed in the previous report.